Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the motherboard.

Event description:
It was stated that the insulin pump had a blank display. It was also stated that the buttons were not responding. Troubleshooting was performed, and the display remained blank.